Event description:
Caller reported that a malfunction occurred on the pump, but no notable events were identified prior to the malfunction. There was no adverse impact to the customer's blood glucose level. Technical support provided information to reset the pump and assisted the caller in doing so. The same malfunction code did not recur after the reset, and the customer was advised to continue using the pump and to call back if any issues recurred. The caller acknowledged and understood the instructions.